Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device had perforated through the uterus'), gastrointestinal injury ('essure device had perforated bowel / small perforation at the rectosigmoid junction'), tubo-ovarian abscess ('tubo-ovarian abscess') and pelvic pain ('continued pelvic pain/ recurrent pelvic pain/ persistent pelvic pain/ pelvic pain worsened in (B)(6) 2018') in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: copper t device until (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("cramping/ recurrent episodes of abdominal pain/ continued abdominal pain/ sudden onset of right sided pain/ lower left quadrant pain/ pain in lower abdomen radiating to right lower quadrant"), pyrexia ("fever"), chills ("chills") and muscular weakness ("muscle weakness"), 2 years 8 months after insertion of essure. On (B)(6) 2016, the patient experienced dizziness ("feeling of faint"). On (B)(6) 2016, the patient experienced tubo-ovarian abscess (seriousness criteria hospitalization and intervention required), diarrhoea ("diarrhea") and vomiting ("vomiting"). On (B)(6) 2016, the patient experienced ovarian enlargement ("both ovarian were enlarged/ enlarged left ovary"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). On (B)(6) 2016, the patient experienced pelvic adhesions ("multiple pelvic adhesions"). On (B)(6) 2017, the patient experienced pseudocyst ("four centimeter pseudocyst") and adenomyosis ("borderline adenomyosis"). On (B)(6) 2018, the patient experienced fatigue ("fatigue") and asthenia ("weakness"). On (B)(6) 2018, the patient experienced procedural pain ("abdominal pain after total hystectomy (essure removal (B)(6) 2018)") and post procedural fever ("fever after total hystectomy (essure removal (B)(6) 2018)"). On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required) and gastrointestinal injury (seriousness criteria hospitalization and intervention required). The patient was hospitalized from 3-feb-2016 to (B)(6) 2016 , from (B)(6) 2018 to (B)(6) 2018 and then from (B)(6) 2018 to (B)(6) 2018. The patient was treated with antibiotics, surgery (laparoscopy on (B)(6) 2018 and reversal of the loop ileostomy on (B)(6) 2018, laparoscopic removal of extruded right essure on (B)(6) 2016, total hysterectomy on (B)(6) 20218 and repeated drainage of abscess and pelvic fluid collection on (B)(6) 2016, (B)(6) 2016, (B)(6) 2016) and removal of multiple pelvic adhesions during laparoscopy on (B)(6) 2016. Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, gastrointestinal injury, tubo-ovarian abscess, pelvic pain, pelvic adhesions, abdominal pain lower, pyrexia, chills, muscular weakness, dizziness, diarrhoea, vomiting, ovarian enlargement, pseudocyst, adenomyosis, fatigue, asthenia, procedural pain and post procedural fever outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, asthenia, chills, diarrhoea, dizziness, fatigue, gastrointestinal injury, muscular weakness, ovarian enlargement, pelvic adhesions, pelvic pain, post procedural fever, procedural pain, pseudocyst, pyrexia, tubo-ovarian abscess, uterine perforation and vomiting to be related to essure. The reporter commented: emergency care was sought on (B)(6) 2015 (cramping, fever, chills, weakness); (B)(6) 2016 (sudden right sided, severe abdominal pain, faint); (B)(6) 2016 (cramping, vomiting, diarrhea, with subsequent admission until (B)(6) 2016 for treatment of tubo-ovarian abscess); (B)(6) 2016 (right lower quadrant pain, start of antibiotics for recurrent abscess, with subsequent admission until (B)(6) 2016); (B)(6) 2018 (frequent episodes of right pain); (B)(6) 2018 (lower abdominal pain, fatigue, weakness); (B)(6) 2018 and (B)(6) 2018 (abdominal pain, distress); (B)(6) 2018 (after hysterectomy: fever, chills, abdominal pain, with diagnosis of bowel perforation and start of antibiotics). On (B)(6) 2018 laparoscopic procedure to wash out the peritoneal contamination, to repair a small focal perforation at the rectosigmoid junction and a diverting loop ileostomy; discharge on (B)(6) 2018. It was reported that this was the area where the essure device had perforated through the uterus. On (B)(6) 2018 reversal of loop ileostomy, discharge on (B)(6) 2018. The patient suffered and continues to suffer from pain. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on(B)(6) 2016: biopsy from the underlying left ovary; on (B)(6) 2016: fluid was absent of infection. Computerised tomogram pelvis - on (B)(6) 2016: collection of fluid in the anterior pelvis, thought to be secondary to a tubo-ovarian abscess; on (B)(6) 2016: did not visualize the appendix but showed futher enlargement of the previously seen pelvic fluid collection; on (B)(6) 2018: CT showed a bowel perforation. Magnetic resonance imaging - on (B)(6) 2016: non-visualization of the appendix and complex bilateral pelvic and lower abdominal fluid collections. Specialist consultation - on (B)(6) 2016: this was a missed case of appendicitis. Ultrasound kidney - on (B)(6) 2018: unremarkable. Ultrasound pelvis - on (B)(6) 2015: unremarkable; on (B)(6) 2016: ultrasound guided aspiration of fluid from the lower left quadrant and biopsy from the underlying left ovary, ultrasound also suggested an appendicitis; on (B)(6) 2016: showed a large fluid collection in the left lower quadrant consistent with the recurrent abscess. Also showed that both ovaries were enlarged potentially reflecting pelvic inflammatory disease; on (B)(6) 2016: ultrasound guided aspiration of fluid from the lower left quadrant and taking a further biopsy of the fluid; on (B)(6) 2016: ultrasound showed an enlarged left ovary; on (B)(6) 2017: unremarkable; on (B)(6) 2018: enlarged left ovary; on (B)(6) 2018: unremarkable. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of salpingitis ("salpingitis"), pelvic inflammatory disease ("pelvic inflammatory disease"), uterine perforation ("essure device had perforated through the uterus"), gastrointestinal injury ("essure device had perforated bowel / small perforation at the rectosigmoid junction"), tubo-ovarian abscess ("tubo-ovarian abscess") and pelvic pain ("continued pelvic pain/ recurrent pelvic pain/ persistent pelvic pain/ pelvic pain worsened in (B)(6) 2018") in a 31 year-old female patient who had essure inserted (lot no. 50686226) for sterilization. Additional non-serious events are detailed below. The patient had a medical history of appendicitis, pelvic adhesions, gravida ii, parity 2 and anxiety. Previously administered products included: copper iud and copper t loop. Concurrent conditions were listed as dyspareunia, adenomyosis and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 984 days after essure insertion, she experienced abdominal pain lower ("cramping/ recurrent episodes of abdominal pain/ continued abdominal pain/ sudden onset of right sided pain/ lower left quadrant pain/ pain in lower abdomen radiating to right lower quadrant"), pyrexia ("fever"), chills ("chills") and muscular weakness ("muscle weakness"). On (B)(6) 2016 she experienced dizziness ("feeling of faint"). On (B)(6) 2016 she experienced tubo-ovarian abscess (seriousness criteria hospitalisation and intervention required), diarrhoea ("diarrhea") and vomiting ("vomiting"). On (B)(6) 2016 she experienced ovarian enlargement ("both ovarian were enlarged/ enlarged left ovary"). On (B)(6) 2016 she experienced pelvic pain (seriousness criteria hospitalisation and intervention required). On (B)(6) 2016 she experienced pelvic adhesions ("multiple pelvic adhesions"). On (B)(6) 2017 she experienced pseudocyst ("four centimeter pseudocyst") and adenomyosis ("borderline adenomyosis"). On (B)(6) 2018 she experienced fatigue ("fatigue") and asthenia ("weakness"). On (B)(6) 2018 she experienced procedural pain ("abdominal pain after total hystectomy (essure removal (B)(6) 2018)") and post procedural fever ("fever after total hystectomy (essure removal (B)(6) 2018)"). An unknown time later she experienced salpingitis (seriousness criteria medically important and intervention required), pelvic inflammatory disease (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion intervention required) and gastrointestinal injury (seriousness criteria hospitalisation and intervention required). The patient was hospitalised from (B)(6) 2016 to (B)(6) 2016, from (B)(6) 2018 to (B)(6) 2018 and from (B)(6) 2018 to (B)(6) 2018. The patient was treated with antibiotics as well as surgery (robotically assisted laparoscopic total hysterectomy and left oophorectomy with lysis of, laparoscopy on (B)(6) 2018 and reversal of the loop ileostomy on (B)(6) 2018, repeated drainage of abscess and pelvic fluid collection on (B)(6) 2016, (B)(6) 2016, (B)(6) 2016 and laparoscopic removal of extruded right essure on (B)(6) 2016, total hysterectomy on (B)(6) 20218) and non-drug therapy (removal of multiple pelvic adhesions during laparoscopy on (B)(6) 2016). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, adenomyosis, asthenia, chills, diarrhoea, dizziness, fatigue, gastrointestinal injury, muscular weakness, ovarian enlargement, pelvic adhesions, pelvic inflammatory disease, pelvic pain, post procedural fever, procedural pain, pseudocyst, pyrexia, salpingitis, tubo-ovarian abscess, uterine perforation and vomiting to be related to essure administration. The reporter commented: emergency care was sought on (B)(6) 2015 (cramping, fever, chills, weakness); (B)(6) 2016 (sudden right sided, severe abdominal pain, faint); (B)(6) 2016 (cramping, vomiting, diarrhea, with subsequent admission until (B)(6) 2016 for treatment of tubo-ovarian abscess); (B)(6) 2016 (right lower quadrant pain, start of antibiotics for recurrent abscess, with subsequent admission until (B)(6) 2016); (B)(6) 2018 (frequent episodes of right pain); (B)(6) 2018 (lower abdominal pain, fatigue, weakness); (B)(6) 2018 and (B)(6) 2018 (abdominal pain, distress); (B)(6) 2018 (after hysterectomy: fever, chills, abdominal pain, with diagnosis of bowel perforation and start of antibiotics). On 01-jun-2018 laparoscopic procedure to wash out the peritoneal contamination, to repair a small focal perforation at the rectosigmoid junction and a diverting loop ileostomy; discharge on (B)(6) 2018. It was reported that this was the area where the essure device had perforated through the uterus. On (B)(6) 2018 reversal of loop ileostomy, discharge on (B)(6) 2018. The patient suffered and continues to suffer from pain. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2016: biopsy from the underlying left ovary; on (B)(6) 2016: fluid was absent of infection [computerised tomogram pelvis] on (B)(6) 2016: collection of fluid in the anterior pelvis, thought to be secondary to a tubo-ovarian abscess; on (B)(6) 2016: did not visualize the appendix but showed futher enlargement of the previously seen pelvic fluid collection; on (B)(6) 2018: CT showed a bowel perforation [magnetic resonance imaging] on (B)(6) 2016: non-visualization of the appendix and complex bilateral pelvic and lower abdominal fluid collections [specialist consultation] on (B)(6) 2016: this was a missed case of appendicitis [ultrasound kidney] on (B)(6) 2018: unremarkable [ultrasound pelvis] on (B)(6) 2015: unremarkable; on (B)(6) 2016: ultrasound guided aspiration of fluid from the lower left quadrant and biopsy from the underlying left ovary, ultrasound also suggested an appendicitis; on (B)(6) 2016: showed a large fluid collection in the left lower quadrant consistent with the recurrent abscess. Also showed that both ovaries were enlarged potentially reflecting pelvic inflammatory disease; on (B)(6) 2016: ultrasound guided aspiration of fluid from the lower left quadrant and taking a further biopsy of the fluid; on (B)(6) 2016: ultrasound showed an enlarged left ovary; on (B)(6) 2017: unremarkable; on (B)(6) 2018: enlarged left ovary; on (B)(6) 2018: unremarkable. Lot number: 50686226, manufacture date: 2012-09 and expiration date: 2015-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-jul-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of salpingitis ("salpingitis"), pelvic inflammatory disease ("pelvic inflammatory disease"), uterine perforation ("essure device had perforated through the uterus"), gastrointestinal injury ("essure device had perforated bowel / small perforation at the rectosigmoid junction"), tubo-ovarian abscess ("tubo-ovarian abscess") and pelvic pain ("continued pelvic pain/ recurrent pelvic pain/ persistent pelvic pain/ pelvic pain worsened in (B)(6) 2018") in a 31 year-old female patient who had essure inserted (lot no. 50686226) for sterilization. Additional non-serious events are detailed below. The patient had a medical history of appendicitis, pelvic adhesions, gravida ii, parity 2 and anxiety. Previously administered products included: copper iud and copper t loop. Concurrent conditions were listed as dyspareunia, adenomyosis and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 984 days after essure insertion, she experienced abdominal pain lower ("cramping/ recurrent episodes of abdominal pain/ continued abdominal pain/ sudden onset of right sided pain/ lower left quadrant pain/ pain in lower abdomen radiating to right lower quadrant"), pyrexia ("fever"), chills ("chills") and muscular weakness ("muscle weakness"). On (B)(6) 2016 she experienced dizziness ("feeling of faint"). On (B)(6) 2016 she experienced tubo-ovarian abscess (seriousness criteria hospitalisation and intervention required), diarrhoea ("diarrhea") and vomiting ("vomiting"). On (B)(6) 2016 she experienced ovarian enlargement ("both ovarian were enlarged/ enlarged left ovary"). On (B)(6) 2016 she experienced pelvic pain (seriousness criteria hospitalisation and intervention required). On (B)(6) 2016 she experienced pelvic adhesions ("multiple pelvic adhesions"). On (B)(6) 2017 she experienced pseudocyst ("four centimeter pseudocyst") and adenomyosis ("borderline adenomyosis"). On (B)(6) 2018 she experienced fatigue ("fatigue") and asthenia ("weakness"). On (B)(6) 2018 she experienced procedural pain ("abdominal pain after total hysterectomy (essure removal (B)(6) 2018)") and post procedural fever ("fever after total hysterectomy (essure removal (B)(6) 2018)"). An unknown time later she experienced salpingitis (seriousness criteria medically important and intervention required), pelvic inflammatory disease (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion intervention required) and gastrointestinal injury (seriousness criteria hospitalisation and intervention required). The patient was hospitalised from (B)(6) 2016, from (B)(6) 2018 and (B)(6) 2018. The patient was treated with antibiotics as well as surgery (robotically assisted laparoscopic total hysterectomy and left oophorectomy with lysis of, laparoscopy on (B)(6) 2018 and reversal of the loop ileostomy on (B)(6) 2018, repeated drainage of abscess and pelvic fluid collection on (B)(6) 2016 and laparoscopic removal of extruded right essure on (B)(6) 2016, total hysterectomy on (B)(6) 20218) and non-drug therapy (removal of multiple pelvic adhesions during laparoscopy on (B)(6) 2016). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, adenomyosis, asthenia, chills, diarrhoea, dizziness, fatigue, gastrointestinal injury, muscular weakness, ovarian enlargement, pelvic adhesions, pelvic inflammatory disease, pelvic pain, post procedural fever, procedural pain, pseudocyst, pyrexia, salpingitis, tubo-ovarian abscess, uterine perforation and vomiting to be related to essure administration. The reporter commented: emergency care was sought on (B)(6) 2015 (cramping, fever, chills, weakness); (B)(6) 2016 (sudden right sided, severe abdominal pain, faint); (B)(6) 2016 (cramping, vomiting, diarrhea, with subsequent admission until (B)(6) 2016 for treatment of tubo-ovarian abscess); (B)(6) 2016 (right lower quadrant pain, start of antibiotics for recurrent abscess, with subsequent admission until (B)(6) 2016); (B)(6) 2018 (frequent episodes of right pain); (B)(6) 2018 (lower abdominal pain, fatigue, weakness); (B)(6) 2018 and (B)(6) 2018 (abdominal pain, distress); (B)(6) 2018 (after hysterectomy: fever, chills, abdominal pain, with diagnosis of bowel perforation and start of antibiotics). On (B)(6) 2018 laparoscopic procedure to wash out the peritoneal contamination, to repair a small focal perforation at the rectosigmoid junction and a diverting loop ileostomy; discharge on (B)(6) 2018. It was reported that this was the area where the essure device had perforated through the uterus. On (B)(6) 2018 reversal of loop ileostomy, discharge on (B)(6) 2018. The patient suffered and continues to suffer from pain. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2016: biopsy from the underlying left ovary; on (B)(6) 2016: fluid was absent of infection. [Computerised tomogram pelvis] on (B)(6) 2016: collection of fluid in the anterior pelvis, thought to be secondary to a tubo-ovarian abscess; on (B)(6) 2016: did not visualize the appendix but showed further enlargement of the previously seen pelvic fluid collection; on (B)(6) 2018: CT showed a bowel perforation. [Magnetic resonance imaging] on (B)(6) 2016: non-visualization of the appendix and complex bilateral pelvic and lower abdominal fluid collections. [Specialist consultation] on (B)(6) 2016: this was a missed case of appendicitis. [Ultrasound kidney] on (B)(6) 2018: unremarkable. [Ultrasound pelvis] on (B)(6) 2015: unremarkable; on (B)(6) 2016: ultrasound guided aspiration of fluid from the lower left quadrant and biopsy from the underlying left ovary, ultrasound also suggested an appendicitis; on (B)(6) 2016: showed a large fluid collection in the left lower quadrant consistent with the recurrent abscess. Also showed that both ovaries were enlarged potentially reflecting pelvic inflammatory disease; on (B)(6) 2016: ultrasound guided aspiration of fluid from the lower left quadrant and taking a further biopsy of the fluid; on (B)(6) 2016: ultrasound showed an enlarged left ovary; on (B)(6) 2017: unremarkable; on (B)(6) 2018: enlarged left ovary; on (B)(6) 2018: unremarkable. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-feb-2022: medical record received. Event pelvic inflammatory disease & salpingitis were added. Medical history, historical drug added. Lot number added. Concomitant conditions updated. Patient, product & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device had perforated through the uterus'), gastrointestinal injury ('essure device had perforated bowel / small perforation at the rectosigmoid junction'), tubo-ovarian abscess ('tubo-ovarian abscess') and pelvic pain ('continued pelvic pain/ recurrent pelvic pain/ persistent pelvic pain/ pelvic pain worsened in (B)(6) 2018') in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: copper t device until (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("cramping/ recurrent episodes of abdominal pain/ continued abdominal pain/ sudden onset of right sided pain/ lower left quadrant pain/ pain in lower abdomen radiating to right lower quadrant"), pyrexia ("fever"), chills ("chills") and muscular weakness ("muscle weakness"), 2 years 8 months after insertion of essure. On (B)(6) 2016, the patient experienced dizziness ("feeling of faint"). On (B)(6) 2016, the patient experienced tubo-ovarian abscess (seriousness criteria hospitalization and intervention required), diarrhoea ("diarrhea") and vomiting ("vomiting"). On (B)(6) 2016, the patient experienced ovarian enlargement ("both ovarian were enlarged/ enlarged left ovary"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required). On (B)(6) 2016, the patient experienced pelvic adhesions ("multiple pelvic adhesions"). On (B)(6) 2017, the patient experienced pseudocyst ("four centimeter pseudocyst") and adenomyosis ("borderline adenomyosis"). On (B)(6) 2018, the patient experienced fatigue ("fatigue") and asthenia ("weakness"). On (B)(6) 2018, the patient experienced procedural pain ("abdominal pain after total hysterectomy (essure removal (B)(6) 2018)") and post procedural fever ("fever after total hysterectomy (essure removal (B)(6) 2018)"). On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required) and gastrointestinal injury (seriousness criteria hospitalization and intervention required). The patient was hospitalized from (B)(6)2016 to (B)(6) 2016 , from (B)(6) 2018 to (B)(6) 2018 and then from (B)(6) 2018 to (B)(6) 2018. The patient was treated with antibiotics, surgery (laparoscopy on (B)(6) 2018 and reversal of the loop ileostomy on (B)(6) 2018, laparoscopic removal of extruded right essure on(B)(6) 2016, total hysterectomy on (B)(6) 20218 and repeated drainage of abscess and pelvic fluid collection on (B)(6) 2016, (B)(6) 2016, (B)(6) 2016) and removal of multiple pelvic adhesions during laparoscopy on (B)(6) 2016. Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, gastrointestinal injury, tubo-ovarian abscess, pelvic pain, pelvic adhesions, abdominal pain lower, pyrexia, chills, muscular weakness, dizziness, diarrhoea, vomiting, ovarian enlargement, pseudocyst, adenomyosis, fatigue, asthenia, procedural pain and post procedural fever outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, asthenia, chills, diarrhoea, dizziness, fatigue, gastrointestinal injury, muscular weakness, ovarian enlargement, pelvic adhesions, pelvic pain, post procedural fever, procedural pain, pseudocyst, pyrexia, tubo-ovarian abscess, uterine perforation and vomiting to be related to essure. The reporter commented: emergency care was sought on (B)(6) 2015 (cramping, fever, chills, weakness); (B)(6) 2016 (sudden right sided, severe abdominal pain, faint); (B)(6) 2016 (cramping, vomiting, diarrhea, with subsequent admission until (B)(6) 2016 for treatment of tubo-ovarian abscess); (B)(6) 2016 (right lower quadrant pain, start of antibiotics for recurrent abscess, with subsequent admission until (B)(6) 2016); (B)(6) 2018 (frequent episodes of right pain); (B)(6) 2018 (lower abdominal pain, fatigue, weakness); (B)(6) 2018 and (B)(6) 2018 (abdominal pain, distress); (B)(6) 2018 (after hysterectomy: fever, chills, abdominal pain, with diagnosis of bowel perforation and start of antibiotics). On (B)(6) 2018 laparoscopic procedure to wash out the peritoneal contamination, to repair a small focal perforation at the rectosigmoid junction and a diverting loop ileostomy; discharge on (B)(6) 2018. It was reported that this was the area where the essure device had perforated through the uterus. On (B)(6) 2018 reversal of loop ileostomy, discharge on (B)(6) 2018. The patient suffered and continues to suffer from pain. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - on (B)(6) 2016: biopsy from the underlying left ovary; on (B)(6) 2016: fluid was absent of infection. Computerised tomogram pelvis - on (B)(6) 2016: collection of fluid in the anterior pelvis, thought to be secondary to a tubo-ovarian abscess; on (B)(6) 2016: did not visualize the appendix but showed further enlargement of the previously seen pelvic fluid collection; on (B)(6) 2018: CT showed a bowel perforation. Magnetic resonance imaging - on (B)(6) 2016: non-visualization of the appendix and complex bilateral pelvic and lower abdominal fluid collections. Specialist consultation - on (B)(6) 2016: this was a missed case of appendicitis. Ultrasound kidney - on (B)(6) 2018: unremarkable. Ultrasound pelvis - on (B)(6) 2015: unremarkable; on (B)(6) 2016: ultrasound guided aspiration of fluid from the lower left quadrant and biopsy from the underlying left ovary, ultrasound also suggested an appendicitis; on (B)(6) 2016: showed a large fluid collection in the left lower quadrant consistent with the recurrent abscess. Also showed that both ovaries were enlarged potentially reflecting pelvic inflammatory disease; on (B)(6) 2016: ultrasound guided aspiration of fluid from the lower left quadrant and taking a further biopsy of the fluid; on (B)(6) 2016: ultrasound showed an enlarged left ovary; on (B)(6) 2017: unremarkable; on (B)(6) 2018: enlarged left ovary; on (B)(6) 2018: unremarkable. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.